Event description:
This is being filed to report a single leaflet device attachment (slda). It was reported that on (B)(6) 2022, a patient presented with grade 4 mixed mitral regurgitation (mr), ischemia with a cleft on p2 and p3 and a few mr jets. One xtw mitraclip was implanted successfully with mr reduction to grade 1-2. On (B)(6) 2022, a transthoracic echocardiogram (tte) displayed a single leaflet device attachment (slda). The mr increased to grade 3 as the posterior leaflet was detached from the clip. The patient's condition was stable and there was no other clinical symptoms. The xtw clip appeared to be closed and in the physician's opinion the slda occurred because the clip was implanted too close to the edge of the cleft. On (B)(6) 2022 a second mitraclip procedure was performed to stabilize the slda. An xt mitraclip was implanted in the lateral position and the first clip was stabilized, reducing the mr to grade 2-3. There was no adverse patient sequelae or clinically significant delay. No additional information was provided. On (B)(6) 2022, a transthoracic echocardiogram (tte) displayed a single leaflet device attachment (slda). The mr increased to grade 3 as the posterior leaflet was detached. The patient's condition was stable and there was no other clinical symptoms. The xtw clip appeared to be closed and in the physician's opinion the slda occurred because the clip was implanted too close to the edge of the cleft. On (B)(6) 2022 a second mitraclip procedure was performed to stabilize the slda. An xt clip was implanted in the lateral position and the first clip was stabilized, reducing the mr to grade 2-3. There was no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported single leaflet device attachment (slda) appears to be related to procedural condition. The recurrent mitral regurgitation (mr) appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.